Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview bisector had no power. The per stated "vasoview flexible endoscopic bisector allowed no current to pass when applying current." A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.